Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a sealed biohazard pouch and within an opened axium prime coil inner pouch. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be kinked at ~6.6cm from proximal end and broken but retained by release wire at break indicator. The implant coil was found to be already detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The model and lot numbers were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the spring coil had a lot of resistance when pushed through the middle of the microcatheter. The physician didn't dare push it hard, so replaced it with another one. The catheter was not damaged and it was unknown if the coil was damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient was associated with this event.